Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleges waking up chocking with mucus and coughing. Headache. Patient went to a doctor and states that he got a sinus infection and got antibiotics, he also states he went to urgent care because his nose and eyes were running/watery, and it got worse. Went to ER and got penicillin from the hospital as the first medication did not work. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.